Event description:
Stapler fired the first staple line. A second reload was inserted. The stapler would not fire. The stapler was removed and a third reload was inserted. An attempt was made to use the stapler and once again it would not fire. The device was then removed from the sterile field.